Manufacturer narrative:
A review of the device history record (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that when the patient underwent a percutaneous tracheostomy, the outer annular guidewire was found to remain in the trachea after removing the guidewire. Observed until october 05, the patient had no discomfort and normal vital signs. After the tissue around the air incision was stabilized on october 5, the tracheal cannula was removed and the residual guidewire was completely removed through direct vision of the air incision using bent forceps. "The process is smooth, no damage or bleeding, etc."